Event description:
Patient on andrews frame. When bed lowered, knee piece slipped and hit floor. No injury to patient. Lock key was not available for use. Frame was checked by two staff for security of knee piece. Knee piece did not move at that time. The devie was not isolated after the event, therefore, clinical engineering was unable to determine which andrews frame was involved in the event. There fore, the devicve could not be evaluateddevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by other facility staff. The device was not destroyed/disposed of.